Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the identification number was not provided by the complainant.

Event description:
It was reported to hologic via email on (B)(6) 2020 that during an endometrial ablation procedure involving a novasure device on (B)(6) 2020 the physician had confirmed a fundal perforation via hysteroscopy. The patient was given antibiotics and discharged. The physician followed up with the patient the following day and the patient reported that they were fine.